Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer stated that the blood glucose reading rose as high as 564 mg/dl, which was treated with manual injections. She noted that the insulin pump had a flushed drive support cap that was damaged. The customer stated that she was treated with an intravenous fluid. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.